Manufacturer narrative:
This report is being supplemented to provide additional information based on the approved final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, and since no device malfunction was confirmed during evaluation, the definitive root cause of the purple image could not be determined. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The subject device was returned to an olympus repair center for evaluation however the customer¿s reported problem of purple image, was unable to be confirmed. The device evaluation did however find that the charged coupled device (ccd) glass had internal cracks and the light guide hose was yellowing and worn. The evaluation also found that the handle was yellowing and had crystals attached. The concerned product has not been repaired in the last year. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided.

Event description:
The customer reported to olympus, the rigid videoscope was giving a purple image. The issue was found during a therapeutic laparoscopic procedure. The intended procedure was completed with a similar device. There were no reports of patient harm.